Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was not responsive and had to press multiple times to respond. The customer¿s blood glucose level was unknown. Customer reported that the insulin pump was locked and became unresponsive. The customer stated that the screen of insulin pump had rainbow effect and was difficult to read. Customer reported that the insulin pump received failed battery test and squirting insulin out of infusion set while priming. Customer also stated that the insulin pump received error code in past. The insulin pump will not be returned for analysis.